Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t had a defective cooling compressor. The issue was identified by the customer during routine maintenance.there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer reported that hole on the cooling coil was found. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Hospital has biomedical engineers

Manufacturer narrative:
H.10: through follow up communication livanova received confirmation that no patient was affected and it was learned that for this device regular maintenance was done according to the manufacturer IFU. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
H.10: the device was returned back to the manufacturer site for evaluation. The reported issue could be confirmed. In detail, it was found, that the cooling coil was leaking. Causing water to enter the cooling circuit. Due to this the fuse tripped. In addition, bearing damage was found on all pump motors. The complete cooling circuit and all pumps need to be replaced. The repair is not recommended from an economic perspective. It is likely, that the device will not be repaired. The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated, due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In october 2019, it was performed, the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade. However, complaints database review revealed, a previous complaint from this customer on this specific unit. Reporting of nickel plating detachment. Thus, it is not possible to exclude that the condition of the cooling coil was already compromised, before the upgrade to such an extent, that the copper was rather degraded.